Manufacturer narrative:
The sodium electrode lot number was dvd61. The electrode expiration date was requested, but not provided. The customer stated that their controls were trending high. No additional information was provided. The field service engineer determined the vacuum nozzle was clogged. The nozzle and sample probe were cleaned. Calibration, controls, and precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 150 mmol/l. The result was questioned because it did not correlate with results obtained with a different method. The sample was repeated on a second analyzer, resulting in a sodium value of 141 mmol/l. The repeat value was deemed correct.